Manufacturer narrative:
B5: the ring dislodgement that occurred prior to use was captured in MDR report#: 1416980-2020-06441. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection showed the approximated rings to be visibly and physically aligned, and the probe was integrated into the flow coupler ring. The approximated rings showed some manipulation marks on the pin side of both rings which could have contributed to the leak that appeared post-approximation. The reported condition was verified. If the rings are not fully closed during the surgical process (using a surgical instrument; forceps, hemostat etc.), it is possible that a leak could occur. The cause of the condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during anastomosis using two coupler units, there was a ring dislodgement and the rings were found not to be aligned. After integrating the first probe to the applicator, it became detached. This happened before patient use. A second probe was successfully attached and the vessel ends were pulled through the coupler and both rings were joined, however, after completing the anastomosis, the surgeon realized it was "not well made" and there was a massive leak possibly due to the ¿rings were not well adapted¿. It was reported that the surgeon "cut the vessel" and performed a manual anastomosis. The patient outcome was not reported. No additional information is available.